Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during intraocular lens (iol) implant procedure, it was noticed lens was scratched upon entry into patient's eye. The lens was cut out and back up lens of same model and diopter company lens was implanted. The lens were inserted and removed during initial procedure. Additional information has been received stating that the surgery was performed in the left eye. The procedure was completed on same day with no patient harm.